Event description:
During a standard dental treatment the handpiece heated up and burned the patient on lower right lip to the sizer of the back cap. Patient was given vitamin e oil and prescribed lortab 5 for pain.

Manufacturer narrative:
The analysis did show that the bearings have been grinding and vibrating. The handpiece had small dents on the head. The handpiece has never been sent in for check/repair since the purchase in (B)(6) 2009. The condition of the bearings is due to the normal wear process which takes place during the use of the product. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specification. It also informs that during the use soft tissue mustn't be touched. (B)(4). Kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of (B)(4).